Event description:
The reporter stated that the device result was 300mg/dl and he dosed extra insulin. His wife found him nearly unconscious and gave him orange juice to drink. The device was replaced and requested to be returned for evaluation.